Event description:
It was reported that the implantable cardioverter defibrillator exhibited non-sustained oversensing episodes due to myopotential oversensing. No intervention was performed. There were no patient consequences.